Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, after extensive testing the reported problem could not be duplicated. The device's processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.